Event description:
After a pulmonary vein isolation procedure, it was reported that the electrode # 6 of the lasso nav eco variable catheter was damaged as the loop of the catheter got stuck with the sheath when the catheter was being pulled out from the sheath. The electrode # 6 was almost peeled off and deformed after finishing the procedure. The procedure was completed successfully without any patient consequences. This complaint was determined to be reportable based on the information reported, as one of the electrodes was damaged (almost peeled off and deformed) as the loop of the catheter got stuck with the sheath when the catheter was being pulled out of it. This may potentially cause or contribute a risk to the patient.

Manufacturer narrative:
The device has been disposed by the customer. (B)(4).

Manufacturer narrative:
As the lot # 15987782l was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)